Event description:
During remote follow-up, oversensing was observed. Further information was requested but is not yet available. No patient adverse consequences were reported.

Event description:
Additional information received indicated the event was resolved by reprogramming the device and the oversensing episodes were due to post-paced t-wave oversensing.